Event description:
It was reported that t:slim x2 pump battery would not charge despite using working outlets, tandem charging cables, and different wall adapters and cables, and charging connection was not recognized, although pump did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, provided instructions for storage mode and returning problematic pump with a prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.